Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified downstream occlusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for downstream occlusion and remained in 'infusing' mode during heparin therapy. The pump also stated that stated it was infusing however intravenous (IV) was clamped at two sights. The event happened during heparin infusion at the 'ysc ep 9-7'. There was no known patient injury or medical intervention associated with this event. Customer troubleshooting was able to produce the downstream occlusion alarm however, the device took an extended amount of time (5 minutes) to alarm since their rate was low (11ml/h). No additional information is available.